Event description:
Patient underwent revision surgery because the lead wire was "sticking out" of the neck area. The lead was "put back in the neck" during the revision surgery. The pt reportedly had no complaints of pain after the revision surgery. Approximately nine months later, the pt began to experience constant neck pain in the area of the lead electrodes. The pt reports that the pain is relieved by "lifting the generator". Device diagnostic testing approximately two weeks prior to the start of the neck pain was within normal limits, indicating proper device function at that time. Treating neurologist plans to perform additional device diagnostic testing and is considering x-rays to evaluate the location and integrity of the vns therapy system. Review of manufacturing records for the bipolar lead confirmed sterilization of devices.